Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient was seeing a healthcare provider for a replacement, but the date was unknown.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was not provided. The rep reported a suspected motor stall; the rep didn't have any additional information. No symptoms were reported. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer¿s representative (rep). It was reported that the patient contacted the healthcare professional¿s (hcp¿s) office for a rotor study. The rep didn¿t know the drug information, pertinent medical history, event date, or troubleshooting information. The patient was not getting the relief she once had. The rep noted that a motor stall wasn¿t confirmed. Another supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.